Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an extension set. The customer reports that the tube was leaking at the insertion site where the purple piece connects to the tubing.